Event description:
It was reported that, "the surgeon performed a revision surgery to replace a cup, screws, insert and head on the patient due to a cup loosening (osteolysis).".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.